Manufacturer narrative:
Correction: patient codes and device codes removed from event problem codes and placed in evaluation codes. No parts were returned to the manufacturer under failure analysis for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). During installation of the unit, the res discovered that the 24 volt cable snagged on a sharp edge of the card cage cutting the cable insulation and causing an electrical arc. The res indicated that the component was visibly burnt, melted, and charred. The res replaced the cable and completed the installation of the unit. After the repair, machine functional checks were performed and all tests found the unit to be functioning within specification. The unit was reportedly placed into service at the user facility without any further issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination performed by the res confirmed that burn and melted damage was present on the 24 volt power cable. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The fresenius regional equipment specialist (res) reported that the 24 volt cable was damaged during the installation of a 2008t hemodialysis (hd) machine. The res revealed that the cable snagged on a sharp edge of the card cage cutting the insulation and causing an electrical arc. The res indicated that the component was visibly ¿burnt, melted, and charred.¿ no smoke was observed and no burning smell was present. No other components were damaged as a result of this event. The res replaced the cable and completed the installation of the unit. The biomedical technician at the user facility confirmed that the machine been placed into service without issue and has been working properly. The cable was not returned to the manufacturer for analysis.